Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was used to treat bronchial stenosis due to external tumor compression during an airway stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, after the stent reached the stenosis, the deployment suture on the distal end was knotted and the stent was unable to be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.